Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician perforated the uterus prior to using the novasure device. The perforation was confirmed with hysteroscopy and the procedure was aborted. No treatment was given and the patient was not expected to be admitted. Additional information received from the territory manager noted that when the physician inserted the novasure device "it didn't feel right." The physician was unsure if he perforated with the novasure or the metal sound.